Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4).

Event description:
It was reported that after delivering multiple therapies, the device was replaced due to a low battery voltage reading. A new paradym was implanted.

Event description:
It was reported that after delivering multiple therapies, the device was replaced due to a low battery voltage reading. A new paradym was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.